Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem and h6 medical device ¿ problem code deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on (B)(6) 2024 getinge became aware of an issue with one of surgical lights - axcel. It was stated the arms were rusty and the cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - axcel. It was stated the cap from the spring arm was missing. Also, the paint was chipping from horizontal arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h6 medical device ¿ problem code: material integrity. Problem/degraded/corroded/1131, mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454, mechanical problem/detachment of device or device component//2907. Getinge became aware of an issue with one of surgical lights - axcel. It was stated the cap from the spring arm was missing. Also, the paint was chipping from horizontal arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Regarding missing spring arm cover, subject matter expert stated, that the probable cause is a collision with other equipment. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - axcel. It was stated the cap from the spring arm was missing. Also, the paint was chipping from horizontal arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 16th april, 2024 getinge became aware of an issue with one of surgical lights - axcel. It was stated the arms were rusty and the cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site postal code: (B)(6) , event site name: (B)(6) hospital . Additional information will be provided following the conclusion of the investigation.